Event description:
Event: paraplegia occuring post ancure implant. Case details: ancure implant successful, without complications. Patient developed paraplegia post-implant. A CT scan demonstrated both hypogastric arteries patent. Cause of paraplegia reported to guidant as unknown.